Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Product has been received and the investigation is in process. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00341 & 0001822565-2017-03583.

Event description:
It was reported that the patient's left hip was revised approximately eleven years post-implantation due to pain and metallosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional concomitant medical products: unk ml taper stem size 9 std unk, 00801803203 femoral head sterile product do not resterilize 12/14 taper60411224. Complaint sample was evaluated and the reported event was confirmed. The poly liner has approximately fifty percent of the rim feature cut and / or fractured, which most likely occurred during removal. The taper surface of the femoral head exhibits dark debris and a thread like pattern; eds elemental analysis of the debris confirms it is consistent with taper corrosion. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.